Event description:
Patient had an index left that on (B)(6) 2022. Patient was diagnosed with pji. Patient underwent revision on (B)(6) 2022. All components were exchanged.

Manufacturer narrative:
Reported event: an event regarding infection involving an adm liner was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: insufficient information was provided to support a medical review. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: device name#tridentii tritanium cluster56f; cat#702-04-56f ; lot#92450001a device name#modular dual mobility insert ; cat#626-00-46f ; lot#91867903 device name#delta v-40 ceramic head 28/0 ; cat#6570-0-128 ; lot#93616505 device name#size 6 accolade ii 132 deg ; cat#6720-0635 ; lot#86779404 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.